Event description:
During an endometrial balloon with a vaporising electrode the white porcelain insulator of the inner sheath of the resectascope broke off inside the pt. It was retrieved with a grasper. No pt complications.